Event description:
A healthcare professional reported that nm-f4311 lot#9000926 implant lacked primary stability. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has osteoporosis. The device was forwarded to the manufacturer. No other medical issues were reported.